Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd safe-clip¿ needle clipping & storage device is locked and unable to be used. This was discovered during use. The following information was provided by the initial reporter: by follow-up call, the patient's mother reports that since the month of (B)(6) 2019 (date not exact) and so far, she does not use the needle cutter, since she mentions that she does not open or close the needle cutter, since it is "locked" to cut the needle.

Manufacturer narrative:
H.6. Investigation: customer returned one (1) used bd safe-clip device from lot 7177532. Consumer reported she does not open or close the needle cutter, since it is "locked" to cut the needle. The returned safe clip was examined microscopically, and the cutting hole was also observed to be blocked by cannula cut from previous usage. Cannula were not able to be cut using the returned safe-clip. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. According with the DHR review information attached, the problem ¿no clipping¿,¿ cutter blocked¿ and ¿difficult or unable to operate¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). Based on the samples and/or photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as the device performed as intended and is now likely full complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time h3 other text : see h.10

Event description:
It was reported that bd safe-clip¿ needle clipping & storage device is locked and unable to be used. This was discovered during use. The following information was provided by the initial reporter: by follow-up call, the patient's mother reports that since the month of (B)(6) 2019 (date not exact) and so far, she does not use the needle cutter, since she mentions that she does not open or close the needle cutter, since it is "locked" to cut the needle.